Event description:
During evaluation the force sensor pins were found to be partially dislodged. Review of the pump history indicated that loss of cartridge detection has occurred.

Manufacturer narrative:
No adverse event associated with this compliant. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.